Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 300 mg/dl. The customer was treated for the high blood glucose with their insulin pump and changing the sites. The customer stated that they took an MRI and had issues with no delivery alarms ever since. The customer was assisted with trouble shooting and the customer stated that the screen blacked out. The customer returned the product for analysis.